Event description:
Information received indicates the head section is drifting on this bed.

Manufacturer narrative:
The technician found the head down valve was stuck open. The technician replaced the head down valve to repair this bed.